Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient came to see the doctor for pain after bha surgery and when the x-ray was checked, the bipolar cup had come off and the inner head had fractured against the acetabulum. (B)(4).